Event description:
Tech alleged that the brakes on the head section are not holding.

Manufacturer narrative:
(B)(4). (B)(4). Information asked for but unknown or not provided during initial contact the device was returned in good visual condition. No functional test could be performed, as the clamp arm did not close. The device was disassembled to verify the condition of the internal components and it was noted that the rotation knob was broken at the pin hole interface, not allowing the clamp arm to properly open and close. The damage to the rotation knob affected the interface between the hand piece and the device. When the device is not properly attached to the hand piece, it causes a chirping or squeaking noise to be heard. No conclusion could be reached as to what caused the damaged rotation knob pin hole.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time

Event description:
It was reported that during an unknown procedure, the surgeon heard unexpected noises while using the device. The surgeon then discovered the clamp arm of the device could not be closed. Changed to another device to complete the procedure. There were no adverse consequences to the patient.